Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported feeling very frustrated trying to make adjustments to their therapy, but noted that the communicator has kept disconnecting since last week. Patient stated their legs were tingling intensely, and each time they attempted to make adjustments, the communicator disconnected itself. Patient stated this issue has been ongoing all week. They reported repeatedly receiving searching for communicator messages whenever attempting to make adjustments or change groups. Agent had patient reset the communicator, toggle airplane mode on and off and close all apps. Patient attempted to connect to mystim but reported they were stuck on the "connecting screen" and the communicator the bluetooth light would not turn on. Agent had the patient to reset the communicator and let it rest for 5-10 minutes, restart handset, closed all app and toggle airplane mode. Patient also reported that their handset is displaying a different time. Agent walked the patient through in adjusting the time. Attempted to connect to mystim. Patient connected successfully with therapy on. Patient current group was a and they would like to switched to c. Patient was able to switched group and adjust the intensity to 2.2. The troubleshooting steps that were taken on the call resolved the issue. Pt called back reporting they had called yesterday and repeating in formation documented on this call. Pt said they were trying to lower down their stimulation because their leg was being electrocuted but they were having issue connecting. Pt said on their 1st and 2nd attempt to connect they were getting stuck on communications in progress 69 and after a few minutes it will connect then to the therapy screen. Pt said they recently received a replacement communicator not long ago. Pt said this issue was ongoing for 2 weeks. Pt said they normally at 2.5 on their stimulation settings to help on the pain on their legs and pelvic area. Pt said they were at group c and they had lower their stimulation from 2.0 to 1.0 because when they were lying down they feel like their leg was being electrocuted. Pt said they will need to try at least 4 times before they can connect. Pt said when they got connected and they tried to lower down their stimulation they will get kick out and it will say not found, and it will suddenly go back to the group. During the call, agent had the pt power off the handset. Agent had the pt reset the communicator. Agent had the patient power the handset back on and connect to the my stim app, and the pt was able to connect without any issue. Agent had the pt increase the stimulation in group e because they were having back pain, and group e normally help. Pt increased the stimulation from 1.7 to 1.9 however they were losing connection while making the adjustment, it will suddenly display communication in progress and then it will display not found and then it will go back to the therapy screen . Last time we tried same thing happened but they got no device response and then it went back to the group e again. Troubleshooting did not resolve the reported issue. The patient was redirected to their healthcare provider to further address the issue. Manufacturer representative (rep) called today to discuss current situation with patient and the tm91 communication issues they have been having. Reviewed history and can see pt had handset replaced, 2 tm91s replaced and the issue is fine when they get new equipment but then it comes back. Ts reviewed the troubleshooting steps and suggested that pt try these steps first and then we can determine next steps from there. Pt wasn't currently on the phone to do active troubleshooting.